Manufacturer narrative:
The investigation into the reported console issue has been completed. The device and data logs were returned for evaluation. The data logs were reviewed and confirmed that an impella stopped error occurred. This error was coupled with an error of ¿motor controller stopped the pump due to excessive differences in phase currents¿. The device was evaluated by comprehensive analysis and testing of the console¿s pump motor driver circuitry performed on a lab bench. During evaluation, an electrical component was found to have a voltage gain that was lower than expected, which resulted in an inaccurate measurement of the current delivered to phase a of the impella motor. Other relevant components in the pump motor driver circuitry were tested and confirmed to be non-defective. Replacing the impellatronic board in the console resolved the issue. The cause of the aic issue was a defective impellatronics board. The defect was specifically due to a defective operational amplifier ic (u308.2) that had a lower-than-expected gain.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative was performing preventive maintenance at the user facility. The automated impella controller (aic) failed when the support level was set to p1. There was no patient involvement.